Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 123,955 joules and 2:07 min. While using the surgical fiber during a prostate procedure, the "fiber broke." The fiber was replaced and the procedure continued for "44 sec/ and 62,395 joules when the second fiber broke." The procedure was completed using an alternate procedure (turp). There was no patient injury reported. This report is for the first fiber used.